Manufacturer narrative:
Patient identifier not available from the site. No testing has been performed as the resolution was confirmed on-site. No parts were replaced or returned to the manufacturer for evaluation. Resoution confirmed on call.

Event description:
A medtronic representative reported that while in a sacroiliac and thoracolumbar procedure, the imaging system displayed "critical low battery". The imaging system was left powered on unplugged from the wall for two hours. After this the message displayed and the system shut itself down. The site rebooted the system and was able to complete a case. There was no delay to the procedure as a result of this issue and no impact on the patient outcome. It was reported that after a full nights charge the imaging is holding full charge after the umbilical/interface cable is disconnected for 5 minutes.